Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo blood/solution infusion set leaked at connection point of filter the barrel and line. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and found twisted tubing at the joint between drip chamber and tubing. The returned sample was pressure tested underwater and noted a leak at the joint between the drip chamber and the tubing. The reported condition was verified. The probable cause of the leak is due to misalignment of tubing end to the drip chamber inlet port during automatic assembly. Should additional relevant information become available, a supplemental report will be submitted.